Event description:
It was reported that a malfunction occurred on the pump, with a resettable error code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump and assisted the customer, after which the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue reappears.